Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose level went as low as 38 mg/dl and as high as 550 mg/dl. Customer treated their low blood glucose via food and glucose tablets. Customer treated their high blood glucose levels via insulin pump. Customer advised they experienced high blood glucose since their reservoir had no insulin. Customer experienced diabetic ketoacidosis and wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit passed the dat test at 0.08715 inches. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was functioning properly during testing. Unit was received with minor scratched lcd window, cracked retainer and scratched case.